Event description:
The customer reported the ventilator would not power on. The customer reported the unit was not in use on patient.

Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: the defective u1 on the cpu pcba prevented the ventilator to power on. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator would not power on. The customer reported the unit was not in use on patient.

Manufacturer narrative:
(B)(4).